Event description:
It was reported that the patient experienced a leak in the ams700 inflatable penile prosthesis device causing the device not to inflate. The customer is not sure where the leak is. All components were removed and replaced. A good patient condition was reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a leak in the ams700 inflatable penile prosthesis device causing the device not to inflate. The customer is not sure where the leak is. All components were removed and replaced. A good patient condition was reported in relation to this event.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of a sharp instrument. The other cylinder and pump performed within specifications. The ams700 reservoir was visually inspected and functionally tested. The reservoir had folds indicative of malposition or a lack of fluid. No leak was found. It performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
Additional information received that the location of the leak was unknown and the patient outcome was good. Model- 720185-01, lot sn- (B)(4), mfg date- (B)(6) 2017, exp date- (B)(6) 2019.

Event description:
It was reported that the patient experienced a leak in the ams700 inflatable penile prosthesis device causing the device not to inflate. The customer is not sure where the leak is. All components were removed and replaced. A good patient condition was reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.